Event description:
A malfunction alarm with code malf 16 was reported, although there was no notable event preceding the malfunction. There was no reported impact to the customer's blood glucose level as they declined to provide specific information. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was instructed to put the pump into storage mode before returning it. Technical support confirmed the shipping address and guided the customer to return the problematic pump using a pre-paid label within 10 days, which the customer understood and acknowledged.